Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Results of investigation: the user interface module (uim) was evaluated by the carefusion service group, which could not duplicate the reported event. The failure analysis lab reported no root cause investigation would be performed since no component failure had been identified. The control board was replaced as a precaution. This issue will be internally investigated within carefusion.

Event description:
The customer reported an intermittent blank display on startup on this ventilator. The customer stated this event was not associated with a patient event.